Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to recurring incontinence. The physician attempted to troubleshoot the pump. After the pump was explanted, it appeared that the control pump was half full of air.